Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with blood glucose of the 200 mg/dl. The blood glucose at the time of the incident was 452 mg/dl and current blood glucose was unknown. Customer reported the following symptoms related to their high blood glucose was vomiting. Customer treated high bloodm glucose with humalog injection and with insulin drip. Ustomer was wearing the pump at time of hospitalization. Customer was able to complete carelink upload. Based on customer report customer does not allege pump was under delivering. Customer said that the insulin vial was empty and the alarms did not wake him up so he went all night with out getting insulin, woke up 400, treated with injection but continued to get sick during the day. The customer was discharged fron the hospital after 2 days. The device is not expected to be returned for analysis.